Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst commented that visual inspection found no outer insulation breach, however there was a lot of dried blood in the distal conductor. The blood most likely entered though the is-1 pin. Continuity tests passed electrically. Because of the blood in the distal conductor, destructive analysis was performed to ensure the continuity test results. No inner insulation breach or fracture was observed. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.